Manufacturer narrative:
(B)(4).

Event description:
The customer reports that resistance was felt and the swg (spring wire guide) was kinked during use on a patient.

Event description:
The customer reports that resistance was felt and the swg (spring wire guide) was kinked during use on a patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit containing multiple components. No definite signs-of-use were observed. Visual analysis revealed that the guide wire was kinked directly adjacent to the distal weld. This resulted in the j-bend to be slightly misshapen. Microscopic examination confirmed the kink and revealed that the distal and proximal welds were secure and intact. The kink in the guide wire measured 22mm from the distal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .80mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through the returned ars/introducer needle subassembly. Little to no resistance was observed as the guide wire was able to pass completely through the assembly. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The IFU also states, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal end. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that resistance was felt and the swg (spring wire guide) was kinked during use on a patient.